Manufacturer narrative:
This report is submitted on october 06, 2023.

Event description:
Per the clinic, the patient experienced wound dehiscence and infection at implant site, exposing the implant (specific date not reported). Subsequently, the patient was treated with IV antibiotic on (B)(6) 2023 (specific duration not reported); however, this did not alleviate the problem resulting in a (B)(6) 2023. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the patient was hospitalized for IV antibiotics treatment on (B)(6) 2023 for 11 days. This report is submitted on october 26, 2023.